Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 89 mg/dl, 328 mg/dl, 317 mg/dl, 98 mg/dl and 59 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was experiencing hypoglycemic symptoms during the time of testing. Reporter stated he self-treated with a tangerine and pizza. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of suspect device and replacement product was sent.